Event description:
The following was reported to hamiton medical ag: translated from german: when starting the hamilton-c1 in ncpap or ncpap pc mode (neonatal), the message "calibrate flow sensor" always appears, although no flow sensor is connected. If you now start ventilation directly, no value is displayed for the flow. However, if the device starts in a different mode and then selects ncpap or ncpap pc, there are no problems and the flow is also displayed. With sw 3.0.3, the error occurs with all 3 presets, no matter in which preset you start the device. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).